Manufacturer narrative:
D4: lot #: r22j26048 and r22l14024 were reported as suspect lots. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port. The tubing was primed and prepared with a secondary setup. Vancomycin was being infused on the secondary set with a primary bag of saline. The nurse attached the tubing to the patient, started the pump and immediately noticed fluid spilling out of the lowest port to the ground. The infusion was stopped and the tubing changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: expiration date for suspect lot r22j26048 is 10/27/2024. D4: expiration date for suspect lot r22l14024 is 12/15/2024. H4: the suspect lot number r22j26048 manufacture date is 10/27/2022. H4: the suspect lot number r22l14024 manufacture date is 12/15/2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing, and priming were performed which revealed a leak from the gland of the third y-site clearlink. A review of the y-site identified a damaged gland. The reported condition was verified. The cause of the condition was due to a supplier component issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.